Event description:
Customer reportedly obtained a result of 238mg/dl on the device while the dr's device read 117mg/dl. No action was taken based on device results and no treatment received. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.